Event description:
On (B)(6) 2022, a customer complained to ortho care about a discrepant negative antibody screening result for 1 patient sample using ortho mts anti-igg gel card lot 020722001-06 and 0.8% selectogen lot vs439 on their ortho mts provue analyzer. Date of event: (B)(6) 2022. Complainant/complaint reporter: (B)(6) - medical technologist. Reagents: 0.8% selectogen (product code 6902315; lot vs439; expiry 28 june 2022; manufactured 26 april 2022). Mts anti-igg card (product code mts084024; lot 020722001-06; expiry 04 december 2022; manufactured 04 march 2022). Software version: 3.1.1. Patient history: historically known to have an anti-s(mns3) antibody. The customer reported that, on (B)(6) 2022, they had tested a patient sample for antibody screening in the indirect agglutination test (iat) using ortho mts anti-igg gel card lot 020722001-06 and 0.8% selectogen lot vs439 on their ortho mts provue analyzer. The customer reported that, on the same day, due to the patient historically being known to have an anti-s(mns3) antibody, they retested the same patient sample on their ortho vision ID-mts analyser, and that they had obtained positive 1+ reactions with both cells of the red cell reagent. The customer reported that they had also retested the same patient sample in manual gel method using the same reagents, and that they had obtained positive (2+ and 1+ respectively) reactions with the 2 cells of the red cell reagent. The customer confirmed that no biased result was reported to a physician. The customer confirmed that the patient was not harmed as a result of the reported event.

Manufacturer narrative:
(B)(4). Email address for contact office is: (B)(6). The customer confirmed that quality control testing was carried out on the date of the reported event, and that the results were as expected. The following was provided and confirmed the pattern of reactions as reported by the customer: order reports from the customers ortho vision ID-mts analyzer and ortho mts provue analyzer. Manual gel method results form. The customer stated that they were only reporting this incident for tracking and trending, and that no further investigation was performed. A review of the worldwide complaint databases between 07 july 2021 and 07 july 2022 was carried out for ortho mts anti-igg gel card lot 020722001-06, 0.8% selectogen lot vs439, and ortho mts provue analyser serial #: (B)(4). No other complaint was identified for falseneg/eqfneg. No trend is identified. The assignable cause for the discrepant negative antibody identification result obtained by the customer could not be confirmed. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagents or analyser to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported event. No biased result was reported to a physician. The patient was not harmed.